Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's product was not returned for investigation. No information was provided in the complaint that would point to a cause for the result discrepancy.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they ran comparison studies on patient samples comparing glucose results on multiple accu-chek inform ii meters to glucose results from cobas analyzers. Of the 324 patient samples that were tested, one had an erroneous result when testing on the accu-chek inform ii meter with serial number (B)(4). All meter testing was performed with finger stick samples and samples used for testing on cobas analyzers were collected from the patients within 10 minutes of the finger stick samples. The finger stick sample was tested on the meter, resulting as 136 mg/dl. The result from the cobas analyzer was 261 mg/dl. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. Controls were run and passed within 24 hours of testing on the meter. The customer's product was requested for investigation and replacement product was shipped to them.